Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked belt clip slot.

Event description:
Customer reported a blank display. He stated that the display did return after he had inserted 3 new batteries. Customer's blood glucose was unknown. The customer also reported there no visible damage or corrosion to the battery compartment. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.